Manufacturer narrative:
The device was returned to the MFR for eval. The system controller was connected to the equipment in the MFR's lab with no alarms active. The black and white power leads were manipulated and while moving the white power lead at the connector end, the system reported a "low battery" alarm followed by a "power cable disconnected" alarm. The system controller was removed from the test equipment. The outer insulation and the strain relief of the white power lead at the connector end was removed revealing a broken inner conductor. This situation is being addressed through the MFR's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The transplant coordinator reported that the vad coordinator received a phone call from the pt noting that he was having ongoing intermittent alarms from his system controller. The alarms were associated with the flashing of the battery lights. He was attempting to test the batteries on the system controller, and they tested full even though they were completely depleted. The pt stated that overall he was feeling well. It was reported that the lvad parameters were normal with speed at 10,200 rpms. The pt has been completing normal activity and has noted no change in his lvad.